Manufacturer narrative:
Complaint conclusion: as reported, the mynxgrip vascular closure device (vcd) 5f did not properly deploy. The physician shuttled the sealant down, but when he grabbed the sheath and pulled it back, it pulled the sealant and white tube back with it. Manual pressure was used to achieve hemostasis. The doctor said that this has happened multiple times with this lot, and suspects the cause was a failure of temperature regulation in shipping. There was no patient injury. The products were clinically used. The user was trained in the device. The device storage temperature did not exceed 25 °c. The mynx vcd was used in a diagnostic coronary procedure. The procedure used a retrograde approach. 5f jr4 & jl4 non-cordis diagnostic catheters were used. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There vessel was no tortuosity. The stick location was the femoral artery, above bifurcation and below inferior epigastric. There was no presence of pvd / calcium in the vicinity of the puncture site. The manual compression was less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant was found inside the shuttle cartridge, exposed to blood. The procedural sheath was pulled back against the shuttle handle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Shuttle movement was checked and no resistance was felt. Shuttle down procedure per mynxgrip instructions for use (IFU) was simulated and the advancer tube was able to properly engage the tamp locks. A product history record (phr) review of lot f1815203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy ¿ advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, the exact cause of the failure to deploy issue could not be conclusively determined during analysis. Based on the information available for review and the product analysis, the reported failure experienced by the customer may have been caused by an incomplete engagement of the advancer tube during the procedure, which could occur if the sealant was softened by improper regulation of temperature as suspected by the customer. However, this suspected temperature issue could not be confirmed. Additionally, procedural/handling factors may have contributed to the failure to deploy as well. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) 5f did not properly deploy. The physician shuttled the sealant down, but when he grabbed the sheath and pulled it back, it pulled the sealant and white tube back with it. Manual pressure was used to achieve hemostasis. The doctor said that this has happened multiple times with this lot, and suspects the cause was a failure of temperature regulation in shipping. There was no patient injury. The products were clinically used. The user was trained in the device. The device storage temperature did not exceed 25 °c. The mynx vcd was used in a diagnostic coronary procedure. The procedure used a retrograde approach. 5f jr4 & jl4 non-cordis diagnostic catheters were used. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There vessel was no tortuosity. The stick location was the femoral artery, above bifurcation and below inferior epigastric. There was no presence of pvd / calcium in the vicinity of the puncture site. The manual compression was less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered.